Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise is shock lead impedance (sli) measurements measuring from the 30's to now the 90's. A vector breakdown was performed and from coil-to-coil sli measure 161 ohms. Technical services discussed there is some calcification. At this time, the lead remains in service. No adverse patient effects were reported.